Event description:
A peritoneal dialysis (pd) patient's contact reported finding a fluid leak following treatment. When she opened the cassette door she found fluid leaking from the cassette. The patient contact was advised to contact the patient's pd nurse. The set was discarded. During follow up the patient reported that his drainage remained clear and his pd nurse was informed of the event. No adverse event reported at this time.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a comparison sample from the same lot was returned for investigation, simulated use tested, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.